Manufacturer narrative:
The technician found the brake and brake/steer casters were worn. He replaced the casters to repair the bed.

Event description:
Info received indicates the brake will set and hold, but the caster will continue to swivel.